Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/20/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2013 and the mesh was implanted. The patient experienced a small sub-urethral mesh exposure managed by trimming and over-suturing in (B)(6) 2014. It was also reported that, in 2017, the patient experienced pain in low right abdomen and right side vaginally over the mesh causing completely abstinence from sexual intercourse. The patient underwent MRI, cystoscopy and urodynamics and received a trial of depomedrone injections. Currently, the patient has been referred to the hospital due to vaginal mesh complications for potential mesh removal. Additional information will be requested.